Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during intervention the instrument broke off in the dynamic hip screw 280.800. A part of the instrument remains in the screw. Part number; 280.850 was then successfully implanted without a problem. There was a report of a surgical delay of forty-five minutes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that were no ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the threaded tip of a connecting screw is broken off and jammed in the recess of the dynamic hip screw/dynamic condylar screw (dhs/dcs) as complained. Visual inspection has shown that the positioning groove of the complained dhs/dcs screw is also expanded and damaged presenting signs of use. The review of the production history revealed that the dhs/dcs screw was manufactured in september 2013 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately the exact cause of failure cannot be determined it is likely that high applied mechanical force during insertion led to the damage. The complained dhs/dcs screw was manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.